Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the lcd screen was scratch. Customer sometimes able to read it and sometime not able to read it. It was also stated that the battery cap was damaged. The device will not be returned for analysis.